Event description:
A medtronic representative reported that, while in a cranial tumor resection, the synergy cranial 2.2.6 software became unresponsive while transferring an imri scan. The software booted-out to the blue logo screen while in navigate, and then became unresponsive. The medtronic representative re-booted the navigation system, the imri exam was there, it was merged and continued back into navigate. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Software investigation completed. This issue was documented in a medtronic software anomaly tracking database.